Event description:
11 "yo" male using daily wear contact lens on frequent replacement schedule for approx one month started new lens on 5/9/1999 and complained of sore eye on 5/10/1999 the date of a follow-up visit dispensing dr. Parents stated lens blister package saline looked yellow, but pt used lens anyway. Pt presented with significant discharge from eye. Upon referral to ophthalmologist, same day, was diagnosed with corneal ulcer and started on aggressive antibiotic therapy.